Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 219,482 joules of use and 25 minutes, the "fiber broke during a procedure." It was further reported that "fiber tip fell off during procedure." The fiber was exchanged. It was reported that the second fiber,"fiber broke during a procedure", 53,227 joules of use. It was further reported that "glass crystal broke while using" was observed. Both fiber tips were cleaned during the procedure. The procedure was completed utilizing a third fiber. Patient outcome: "fine" reported. This report is for the second fiber used.